Event description:
During tka there was a posterior fracture of the proximal tibia initiated by the tibial keel punch and/or the tibial tray keel contacting transgressing the posterior cortical bone.

Manufacturer narrative:
Tibial base plate remained implanted, therefore, only a review of lot records could be performed. No lot issues found.